Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient complained of dizziness and hydralazine was reduced to 50mg/tid. The patient's primary doctor decided to discontinue hydralazine because of complaints of intermittent dizziness. He underwent a remote implantable cardioverter-defibrillator (ICD) transmission and discovered the patient was having daily episodes of rapid supraventricular tachycardia, which is believed to explain the intermittent dizziness. The patient was restarted on hydralazine and increased toprol xl to 100 mg/qd and planned a follow up with another remote transmission.